Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7071450.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing inadequate stimulation and high impedances on a lead. The patient was not experiencing as much pain relief as usual over the last three to four months. Reprogramming was performed and was successful. However, about three years later, the patient underwent a lead revision procedure due to high impedances on every lead contact. The lead was explanted and replaced with a new lead. The patient was doing well postoperatively. The explanted lead was disposed of by the medical facility and will not be returned for device analysis. Additional information was received that the sales representative could not confirm which of the two lead was explanted.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing inadequate stimulation and high impedances on a lead. The patient was not experiencing as much pain relief as usual over the last three to four months. Reprogramming was performed and was successful. However, about three years later, the patient underwent a lead revision procedure due to high impedances on every lead contact. The lead was explanted and replaced with a new lead. The patient was doing well postoperatively. The explanted lead was disposed of by the medical facility and will not be returned for device analysis.